Event description:
It was reported that a patient's right ventricular lead exhibited noise that was being oversensed and caused pacing inhibition on (B)(6) 2022. It was noted that this noise was only seen in conjunction with premature ventricular contractions, and was later confirmed during an in clinic examination on (B)(6) 2022. Programming changes were made to address the issue, and the physician elected to keep monitoring the patient. The patient was stable throughout.